Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
During a follow call it was reported that the insulin pump had alarmed no delivery multiple times, even after the customer started a new infusion set and performed manual priming. The customer could not recall their exact blood glucose reading but they stated it may have been above 200 mg/dl. Troubleshooting was not performed since the reported issue was a past event and the alarm was resolved by an infusion set change. The customer would like to return the reservoir and the infusion set for analysis. The customer had tried pushing insulin through the tubing manually, with a plunger, but they were unable to do so. Nothing further was reported.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.